Manufacturer narrative:
Mju361t tibial impactor was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the tibial component was placed on the tibial impactor by sliding the component¿s keel on the impactor, and the tibial component was malleted into place. The surgeon then reinserted the tibial impactor into the implant¿s keel, and torqued on the implant to seat the implant. While torqueing on the implant with the impactor, the tip of the impactor broke inside of the implant¿s tibial keel. Medical staff attempted to recover the broken piece inside the tibial keel, however the part was not recovered. An x-ray was taken, but the part could not be accessed in the tibial keel. The physician did not encounter any difficulty during surgery due to patient's physiology. No surgical delay.